Manufacturer narrative:
This supplemental report is being submitted to include updated information in section e that was incorrect in the initial MDR. The establishment name was incorrectly entered into the reporting person's name fields. Additionally, e2 and e3 were inadvertently left off the initial and are being added in this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root case of the issue could not be determined, however, due to a leak at the electrical connector, it is likely that proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use section below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the preventive maintenance by an olympus technician the colonovideoscope had control body defects (including switches). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an unknown foreign material was inside nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in the right direction does not meet the standard value due to deformation of electrical connector guide pin, water tightness was lost. Air/water cylinder and suction cylinder had discoloration, indication on flexibility adjustment ring was unclear, forceps channel port was shaved, scope cover and switch one was deformed, the direction of the nozzle is different, adhesive around objective lens had a chip, adhesive around objective lens has a chip, adhesive around light guide lens had a crack, adhesive on bending section cover was detached, bending tube was damaged, c-cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.